Event description:
It was reported that the patient presented for follow-up in backup vvi. A user download was unsuccessful. Pulse generator replacement was planned.

Manufacturer narrative:
No medwatch form was received.